Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and identified worn tubing 206 at the bsv (blood sampling valve) as the cause of the leak. The fse trimmed the tubing and secured it into the fitting and the instrument ran without leaks. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was under the probe inside the instrument. The volume of the leak was about 20 ml and was not contained within the instrument. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves, lab coat, and eyeglasses at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.